Event description:
A blushing and/or axis failure was diagnosed in (B)(6) 2012.

Manufacturer narrative:
We contacted the user to receive more information and material about this case (e.g. Surgery report, x-ray images, activity level of patient, etc.). This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.